Manufacturer narrative:
Immediately following notification, stimwave quality and the territory manager reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) and two (2) spare leads (stq4-spr-b0) were implanted at the superior and medial genicular nerve. The territory manager confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the territory manager maintained contact with the patient following implant. On (B)(6) 2019, the patient contacted the territory manager to report the device had eroded through the skin. The patient reported the front of the receiver stimulator was protruding through the skin and could see the electrodes from the device. The patient was instructed to follow up with their implanting clinician. The implanting clinician evaluated the patient on (B)(6) 2019 and made the decision to explant two (2) devices prophylactically. The third device remains implanted and is providing therapy to the patient. The implanting clinician took cultures of the devices and the wound site at the time of the explant. The results came back (B)(6) for (B)(6). The patient was prescribed antibiotics (dosage and duration unknown) and is being monitored by their physician. The territory manager reported the patient went on vacation following the implant procedure and walked for long periods of time. It was also reported the wound took a long time to heal following the procedure. Due to the location of the implant, walking for extended periods of time did not allow the wound to fully heal, which subsequently led to the device protruding through the open wound and contaminating the implant site. Patients are instructed to not participate in strenuous activities following the implant procedure. The wound was not allowed to heal properly which led to the reported event. The root cause of the issue was attributed to patient non-compliance. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is a known adverse event for peripheral nerve stimulation and the stimq pns system and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave's global infection rate is <0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause was attributed to patient non-compliance to post-implant instructions. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the territory manager from (B)(6) 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attribute to patient non-compliance. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on november 13, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from a skin irritation and device erosion reported to stimwave on october 24, 2019, by territory manger.